Manufacturer narrative:
Other (code unspecified): device discarded, identifiers not known. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Per the records received on 01-jun-2020, "records clearly documenting removal of second wound vac sponge were not found from the outside facility." This event is being reported as a potential user error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 20-may-2020, the following information was reported to kci by the home health agency: the patient was allegedly admitted to the hospital and v.a.c.® therapy was placed on hold. On 01-jun-2020, kci received records from the home health that noted the following: on (B)(6) 2020, the patient presented to the hospital with [sepsis] fevers, chills, and body aches starting three days prior to admission. The patient was seen by the home health with temperature of 103.2 degrees fahrenheit. The patient was admitted to the hospital due to concern for infection of the hip and pneumonia. The patient started antibiotic therapy. Right hip appeared to be warm and red. A large subcutaneous abscess on the lateral aspect of the right thigh was noted on (B)(6) 2020. The abscess was drained with no success and antibiotics were continued. "Records clearly documenting removal of second wound vac sponge were not found from the outside facility." An irrigation and debridement of the wound was performed in the operating room and a foreign material alleged to be v.a.c.® granufoam¿ dressing was removed. The patient experienced some postoperative bleeding. Patient required a single transfusion postop day two. On (B)(6) 2020 it was noted the patient's cultures were positive for group be strep and patient's infection is improving. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history review and a device evaluation could not be performed.

Manufacturer narrative:
MDR-3009897021-2020-00267 submitted on 01-jul-2020 noted the following: section h6 event problem and evaluation codes: patient code(s): 2687: foreign body in patient. Section h10 additional manufacturer narrative: based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Per the records received on 01-jun-2020, "records clearly documenting removal of second wound vac sponge were not found from the outside facility." This event is being reported as a potential user error. Corrections: section h6 adverse event problem: health effect - clinical code: 1735: bacterial infection; 1888: hemorrhage/bleeding; 2687: foreign body in patient. Section h10 corrected data: based on corrections provided, kci's determination remains the same; it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound and if the alleged infection and bleeding are related to the foreign material. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Per the records received on 01-jun-2020, "records clearly documenting removal of second wound vac sponge were not found from the outside facility." This event is being reported as a potential user error. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.